Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00046.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance out of its introducer sheaths and into a non-penumbra microcatheter; therefore, both smart coils were removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.